Event description:
Reportedly, following a prompt battery voltage decrease, the device reached rrt.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis the analysis of the patient files from (B)(6) 2023 revealed an abnormal battery depletion since (B)(6) 2022 (at least), leads impedance and rv coil impedance were stable within normal range. The ICD was explanted on (B)(6) 2023 and returned for analysis. Upon reception, the returned device was interrogated : o ventricular channel was with 2,2 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry o battery voltage was measured at 2,57v . Then the device was opened to have direct access to internal components: o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption; o the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). The battery will therefore be sent to the manufacturer for further destructive analysis.

Manufacturer narrative:
Field b3: event date modified to 23 september 2022. Review of the provided patient files dated from on (B)(6) 2023 led to the following observations: the battery voltage was measured at 2.63v on (B)(6) 2023 and time to rrt estimated < 3months. An abnormal battery depletion occurred since on (B)(6) 2022. The initial device longevity was estimated to 116 months (until rrt). The implantation time was 33 months. Since on (B)(6) 2022, ventricular auto-sensing histograms were within normal range. Since on (B)(6) 2022, right ventricular lead impedance and rv coil impedance were stable within normal range. No shock, reset, battery charge (except reforming charge) was recorded no abnormal consumption was measured which can explain the fast battery depletion.

Event description:
Reportedly, following a prompt battery voltage decrease, the device reached rrt.

Event description:
Reportedly, following a prompt battery voltage decrease, the device reached rrt.